Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: the anesthesia team has identified an issue with a batch of alaris infusion set, leaking from the smart site. Before use this occurs during priming or after first access of the port. Additional information received from the customer: please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? It was not connected to the pump yet as they were priming the set. Please confirm if the leakage is occurring whilst the smartsite is connected to a different product or not? No. Please confirm the make and model of the connecting product(s)? Na. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Is the smartsite oval in shape? The smart site is oval and the colour is faded. Please confirm if the component was accessed with a needle, then reused? Na. Please confirm the condition of the storage ¿ temperature, humidity etc? No information as it is stored in the customer warehouse. Was there any user or patient harm? No. Was this issue identified with the user present at the time of the event? If you mean that the end user then yes, the anaesthesia doctor is the one who identified this incident.

Manufacturer narrative:
Investigation result: two 2420-0007 samples from lot 24095426 were received for investigation; one was received in opened packaging with some clear residual fluid, and the other was received in sealed packaging. The customer reported that "the anesthesia team has identified an issue with a batch of alaris infusion set, leaking from the smart site" and that "this occurs during priming or after first access of the port." The returned samples were subjected to functional testing by priming the infusion lines, which confirmed the customer's experience; leakage was observed from the smartsite of the infusion set received in opened packaging. Upon closer inspection, the smartsite was deformed and oval in shape. No leakage or deformity was observed to the smartsite of the sample received in sealed packaging. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24095426 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite product family in the past 12 months.

Event description:
No additional information.